Manufacturer narrative:
Patient identifier: the full patient identifier is (B)(6). Age, sex, weight and ethnicity: the customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. Device evaluated by MFR: the access accutni+3 and access ckmb reagents were not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to the customer's site to assess instrument performance. While on-site the fse performed a preventative maintenance (pm) procedure on the analyzer and replaced the precision valve rotor assembly. All of the verification testing passed within published performance specifications. Although no one specific part could be determined as the sole contributor there was evidence of a hardware malfunction. In conclusion, the cause of the erroneously elevated access accutni+3 and access ckmb results is due to a hardware malfunction although no one sole contributing device could be determined in this event.

Event description:
The customer contacted beckman coulter (bci) to report obtaining erroneously elevated troponin I (access accutni+3) and creatinine kinase mb (access ckmb) results for one (1) patient on the laboratory's access 2 section of the unicel dxc 600i synchron clinical system, serial number (B)(4). Reanalysis of the patient's sample produced lower results within the normal reference ranges of both the access accutni+3 and access ckmb assays. Multiple patients were reported to bci and it is unknown which patient this event occurred on. Therefore, exact values of the access accutni+3 and access ckmb assays could not be supplied. There was a report of change to patient treatment in conjunction with this event. The patient in question did receive an undisclosed medication due to the elevated results obtained. There was no report of injury or death associated with this event.the customer also noted that calibration curves for both the access ckmb and the access pth assays. Quality controls (qc) were performing within the laboratory's established ranges prior to the event. After the event the access accutni+3 qc was intermittently failing. The customer inspected the aspirate probes and noted that they were "dirty". These probes were replaced and a system check performed to verify hardware. The system check failed outside of published parameters.the patient's sample was collected in a lithium heparin plasma tube with a gel separator. The sample was then centrifuged for fifteen (15) minutes at 4,000 rpm in a fisher accuspin centrifuge. There was no reports of sample integrity issues in conjunction with this event.a bci field service engineer (fse) was dispatched to the customer's site to assess instrument performance.